Manufacturer narrative:
Occupation: occupation is lay user/patient. Country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) when it was compared to a doctors roche meter. The doctor's roche meter serial number and strip lot number were unknown. At 10:00 a.m. The doctor's meter result was 2.3 inr and at 11:00 a.m. The inrange meter result was 3.0 inr. Both of these results were obtained by the patient strongly pressing and/or squeezing their finger. The patients therapeutic range is 2.5-3.0 inr and tests once a week. The patient 'is fine'.